Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tha surgery, the thread on r3 straight shell impactor was chipped. Unable to thread on cup and liner impactor. No fragments went into the body. The procedure was performed, after a non-significant delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: h3, h6 and h11 (roi). H11: the associated device was returned and evaluated. The visual inspection revealed that the device presents with heavy wear from use, the distal threads fractured, deformed and with scratches, scuffs and gouges on all surfaces. No further testing can be conducted since there is damage hindering inspection/evaluation. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that a similar event was previously identified, and escalated actions were evaluated. However, no further actions were implemented since it has been concluded that there is a potential breakage if used after the expected lifetime or excessive force is applied as this device is a reusable instrument and it is expected to wear over time. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.